Event description:
It is reported that the nexgen tibial broach impactor holding pin broke off.

Manufacturer narrative:
Eval summary - there is no evidence of a direct impaction to the thumb pin, such as with a mallet while impacting the instrument. There is however evidence of forceful disassembly of the thumb pin. This observation is based on the burnishing and gouging on the thumb pin, suggesting that it was gripped with another instrument such as pliers. There is also circumferential burnishing on the rod shaft about the pin slot. This burnishing is atypical for normal use and may also suggest that another instrument was applied to the thumb pin. The potential loads that the thumb pin should be subjected to during normal use is vibration during impaction/extraction, thumb force required to compress the spring, and spring force pushing the thumb in against the rod shaft during disassembly of the broach. It is possible that these forces lead to this failure and/or that extraneous forces placed on the thumb pin during attempted disassembly compromised the strength of the thumb pin during attempted disassembly compropmised the strength of the thumb pin. It cannot be determined with certainty what caused this failure. As returned, the threads on the thumb pin have fractured off and are left within the locating pin. The thumb pin contains some scratches and what appears to be burnishing around the circumference of the part. The impactor contains damage all along the instrument, likely from use over the potential field age of approx 11.5 years. The threads within the locating pin appear to be loose indicating that the epoxy joint has weakened. The device history records were reviewed and found to be conforming. The device was dimensionally analyzed and found to meet print specs. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for mfrs guidance document published by the FDA in march of 1997.